Manufacturer narrative:
Evaluation summary: no sample was returned; the device remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturer's release criteria. There have been no similar reports in the same lot. Additional info has been requested but none has been received. (B)(4).

Event description:
A surgeon reported eight days following a glaucoma filtration device (gfd) implant procedure, the intraocular pressure (iop) decreased. Approx, one month postoperatively the shunt touched the iris. The intraocular pressure stabilized; the shunt remains implanted. Additional info has been requested.